Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) (B)(4) where it was visually inspected. Results: visual inspections found degradation near the patient end connector and in the middle of the evaqua2 tube. Conclusion: this failure mode may be due to a number of reasons, including the use of harsh cleaning chemicals on the breathing circuit, the reuse of the single use circuit, using the circuit for longer than its intended life, and/or possible over exposure to uv light. The customer mentioned that the crack was identified after 35 days of use. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: this product is intended to be used for a maximum of 14 days. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a rt265 infant dual-heated evaqua2 breathing circuit had a crack after 35 days of use. There were no reported patient consequences.